Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door had failed to open. A field service engineer (fse) powered off the pyxis and the latch column was opened. All four latches were inspected and replaced. The column was reinstalled and the pyxis was powered on. The fse logged into the hardware test application (hta), tested all four doors, and saved the passing results to the d drive. The system was rebooted, and user logged in and inventoried medications in all four doors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, mc_4n_prog door 4 failed to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.